Event description:
Per the clinic, the patient experienced abnormal sound quality and eye pain. The issue could not be resolved, resulting in device non-use in (B)(6) 2012 (date not reported). The implanted device remains. It is unknown if there are plans to explant the device and to reimplant the patient with another device as of the date of this report, (B)(6)2012.

Manufacturer narrative:
(B)(4). Implanted device remains.